Manufacturer narrative:
Patient identifier and date of birth not available for reporting. Date of device breakage is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported patient was implanted with a 2.4mm variable angle locking compression plate (va-lcp) 2 column volar distal radius plate-6 hole head 4 hole shaft-left on (B)(6) 2018 via the flexor carpi radialis (fcr) approach. The plate was applied with a few screws distally, then removed, then osteotomized with a saw, then the plate was reapplied distally with all screws and used to lever the distal fragment into the correct orientation with the proximal fragment. Shaft screws were then inserted. It is reported a fair amount of force was required to achieve the final position. Bone substitute granules were placed in the osteotomy site, then plaster applied. Patient was converted to a splint after two (2) weeks. During a follow up visit six (6) weeks post-op, x-rays reveal the plate was broken through a distal shaft screw hole. X-ray also revealed a left distal radius malunion, dorsally angulated and shortened with loss of radial inclination. Patient reported no pain and good function despite the broken plate and misshapen wrist. Patient was returned to surgery on (B)(6) 2018 and revised to the same implant type, but with an iliac crest bone autograft to load-share and encourage healing. Patient will remain in plaster for six (6) weeks following revision surgery. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) 2.4mm va lcp 2 column volar distal radius plate-6 hole head 4 hole shaft-left. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed part: 02.111.641s. Lot: l437801. Manufacturing site: mezzovico . Release to warehouse date: 19. June 2017 . Expiry date: 01. June 2027 . The device history record shows this lot of 22 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. The manufacturing documents were reviewed and no complaint related issues were found. Customer quality conducted in investigation of the returned device. A visual inspection has been performed and it can be confirmed that the received condition agrees with the complaint condition as the plate is broken apart, this breakage is also visible on the received x-ray pictures. No manufacturing related visual defects have been identified on returned item. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency. The complaint investigation has shown that the plate was manufactured according to the specification. This lot of 22 pieces was manufactured in june 2017, all devices are distributed and we are not aware of any other complaint for this part- and lot combination. Based on these findings we exclude a product related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: patient ethnicity is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.